Event description:
Per the clinic, the patient experienced pain, discomfort, and lack of benefit from the device. The surgeon noted that the patient's true bone conduction thresholds may not be as good as the audiogram suggests due to masking dilemmas. Regarding the pain, the surgeon believes the patient's skin was very thin, making the implant prominent under the skin. Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.